Event description:
The customer reported that they "noticed blood coming from prbc tubing." There is no information that there was a set separation or that a leak occurred; the customer reported on a standard IV fluid administration set and a standard secondary set. It is unclear where the blood was coming from, and where it appeared. Customer's report stated "there was blood in both tubing pumps and that heparin was an involved medication," which suggests that the report could be describing reflux from the blood administration set into the primary set. No further patient/event information was reported. No report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unknown cause. Visual inspection of the received set observed much darker fluid within the tubing above its distal and a v-shaped impression in the tubing p/n 660132 located approximately 27 inches above the distal port. The dark fluid was located above the impression on the tubing. Further inspection of the impression on the tubing observed that it looked to be that the tubing was pinched and one side of the v-shape was cut. The cut was measured to be approximately 0.18 inches. No other damages or any issues were observed with the rest of the set. The cause of the leak was due to a pinched sliced cut in the tubing. Root cause of the tear could not be definitively determined. It is probable that the damage occurred during use.